Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, self-test and unexpected restart tests. All operating currents are within specifications and the off no power alarm functions properly. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The occlusion test and excessive no delivery test was unable to be performed due to prime/fill anomaly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
Customer reported via phone call low blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 20 mg/dl. Customer had a kidney transplant and had followed up with their endocrinologist. Customer advised the patient went to work, experienced low blood glucose levels, had a seizure and was admitted into the hospital. Customer advised when they removed the reservoir from the insulin pump a washer came out. Troubleshooting for cosmetic damage was performed. Customer advised the o-ring had fallen out of the device. Customer advised the plastic on the reservoir compartment was damaged. Customer advised the insulin pump had a crack on the reservoir compartment and was missing an o-ring.